Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02373. It was reported the pt was experiencing sensitivity in his neck and thoracic pain. The pt had fallen on the beach previously, but it is unk if this caused the reported issue. An sjm rep met with the pt and confirmed the pt had several invalid contacts but was able to reprogram the pt in order to gain effective stimulation. On (B)(6) 2014 an sjm rep was informed that the pt was having his leads replaced due to invalid impedance readings. The leads were replaced and effective stimulation coverage was reportedly restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.